Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by ¿stomach became purple¿, ¿was in a lot of pain¿ and green effluent. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with unspecified intravenous antibiotics for 10 days (no further information) and unspecified pain medication. On an unreported date the pd catheter was removed and the patient was changed to hemodialysis (hd) therapy. At the time of this report the patient was ¿not completely recovered¿ from this peritonitis event and remained on hd therapy (three times per week). No additional information is available.